Event description:
The customer reported that her precision xtra meter had spontaneously changed the date and time. She also reports using precision link software. Customer reports feeling "sweaty, cold, and dizzy". There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
There is a known malfunction with the precision link software. Incorrect trending of results can occur when results obtained on a meter set with incorrect date and time are uploaded to a computer. Customers and retailers have been informed through the adc fa21dec2006 letter.